Event description:
It was reported by a vns pt that his generator was shaking during stimulation. The pt stated the event happened a week prior to vesting his treating neurologist and reported an increase in seizures due to the generator "shaking". The treating neurologist interrogated the pt's vns and stated he rec'd an error message having to do with "a lack of electrical contact". The neurologist referred the pt for full revision surgery. The pt underwent surgery as scheduled to replace the generator. Pre-op diagnostics yielded a high lead impedance. In the operating room, the surgeon connected a new model 103 generator to the pre-existing leads and rec'd high lead impedance during system diagnostics. Re-insertion of the pin yielded the same result. Generator diagnostics on the new generator resulted within normal limits. The new 103 generator was not implanted on the pt due to the rec'd high lead impedance and the pt was scheduled for lead replacement at a later date. Follow-up with the treating neurologist through a company rep indicated the pt's increase in seizures was below pre-vns baseline and no add'l info was rec'd regarding the "shaking" of the generator as no pt manipulation or trauma was reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.